Event description:
Tenckhoff peritoneal dialysis catheter malfunctioned & needed to be replaced. Initial catheter was placed on 1/7/1997. Catheter split. Historically these catheters function well for years.